Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt's wife reported that her husband experienced an occlusion alarm early in the morning in 2007 and did not tell his wife about it. He silenced the alarm and did not address the occlusion. She reported that later in the morning, he advised her of the alarm and she changed the infusion set tubing and primed the device. She stated that she must have primed incorrectly because later that day, his blood glucose was elevated to 476 mg/dl. She contacted a company representative and was advised to prime the infusion set tubing once again. This time she primed until insulin flowed from the end of the tubing. She reconnected to the device and administered a bolus. The pt's wife reported that his normal range is 90-120 mg/dl and he experiences feeling groggy and dry mouth when he has elevated blood glucose. The pt did not require medical attention. No product will be returned.